Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if the patient was recovered or was recovering from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient was hospitalized for the peritonitis event the same day as onset. The cause of the peritonitis was unknown. The patient was discharged six days after admission. The recovery status was not reported. Should additional relevant information become available, a supplemental report will be submitted.